Event description:
A caller reported that their insulin pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. The technical support team informed the caller that the pump reset was a built-in safety feature, and the caller was educated on steps needed to restart the pump and insulin delivery. The customer successfully resumed using the insulin pump without further issues.